Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - both) was confirmed via returned device analysis. The reported positioning failure (leaflet grasping - clip not implanted), image resolution poor, and off-label use could not be replicated in a testing environment. Additionally, a gripper line was observed to be caught on the frictional element (fe) across the catheter shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of analysis, the reported difficult to open or close (gripper actuation - both) was due to the observed mechanical jam (gripper line getting caught on fe). A cause of the observed mechanical jam (gripper line caught on fe) could not be determined. The reported positioning failure (leaflet grasping - clip not implanted), associated with the difficulty grasping, was due to difficult visualization of the leaflets. The reported image resolution poor was associated with the difficult leaflet visualization. The reported off-label use was associated with using the mitraclip device for tricuspid valve repair. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report positioning failure and gripper actuation issues. It was reported that an off-label mitraclip procedure was performed to treat a degenerative tricuspid regurgitation (tr) with grade of 4. An xtw clip was advanced to the tricuspid valve. It was noted that there was difficulty grasping the leaflets due to difficulty visualizing the leaflets. After multiple grasping attempts, it was noted that one gripper would not lower. The clip was retracted to the right atrium to perform troubleshooting. Standard troubleshooting was performed, including locking, unlocking, cycling of the clip. At this point, it was noted that both grippers would not lower. The clip was removed, and a replacement xt clip was implanted with no reported issue, reducing tr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.